Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy-defibrillator (crt-d) was not capturing the right ventricle, even at maximum output settings. The pacemaker-dependent patient was receiving pacing therapy through the left ventricular lead. Impedances were acceptable and stable. The clinician inquired if sensing was reliable.